Event description:
It was reported that noise was observed on the atrial lead. The lead remains in use but will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4194 implantable pacing lead. (B)(4).